Event description:
It was reported the patient had bladder problems. The event was ongoing and noted as unlikely related to device, therapy, or procedure. The patient¿s bladder problems were due to their programming. Additional information reported the patient also had pain during miction and loss of some blood at end of miction. Intervention included reprogramming and administration of antibiotics and ibuprofen 600 mg four times daily. The etiology was possibly related to the device or therapy and noted as due to the programming. No outcome was provided. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was turned off and the bladder problems were solved.

Event description:
Additional information reported the event was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient also had a burning sensation.